Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, presented to the clinic for a (B)(6) post operative check with complaint of dizziness. Upon review of device memory, two non-sustained ventricular tachycardia (vt) episodes were observed that appeared to be high atrial rates that were oversensed on the rv channel. The oversensing resulted in three seconds of pacing inhibition. Boston scientific technical services (ts) discussed programming options. The local field representative reported that rv sensitivity was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.